Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis identified a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. Interrogation of the device revealed it contained prialt. Eval code - conclusion code ¿ (B)(4) is being updated to 71 (applies to both pump and catheter) for this event. Eval code - result code (B)(4) no longer applies. Eval code - method code (B)(4) applies to the catheter only. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8780, serial# (B)(4), explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion applies to the pump. Eval code-conclusion applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient¿s implantable drug infusion pump. The drug being delivered was unknown and the reason for use was not reported. On (B)(6) 2017 the patient went to the hcp office with fever, chills, and a headache. Drainage was coming from the incision that had just started. It was unknown what environmental/external/patient factors may have led to the issue. Troubleshooting and intervention consisted of the patient being admitted to the hospital to start antibiotics on (B)(6) 2017, and cultures taken showed contaminates. The entire system was explanted on (B)(6) 2017. The surgeon removed the device due to cerebrospinal fluid (csf) leak and wound drainage. No cultures were obtained in the operating room. It was reported that the device would not be returned to the manufacturer because the customer discarded and it would not be replaced by a device of the same manufacturer. It was also reported that the product would be returned to the manufacturer, and the device was received by the manufacturer for analysis. The issue was reported to be resolved at the time of the report, with the patient listed as ¿alive ¿ no injury¿ and ¿recovered without sequela.¿ no further complications were reported/anticipated. The hcp would have no further information for the manufacturer regarding this event. The patient weight was unknown and would not be made available.